Event description:
It was reported that on (B)(6) 2013, the patient went to sleep after dinner and woke early in the morning not feeling well and collapsed. The implantable cardiac defibrillator detected events and delivered therapy. The paramedics were called as the patient was unresponsive. It was noted that the patient had a ventricular tachycardia storm with shocks delivered externally by the paramedics. While hospitalized on (B)(6) 2013, the patient arrested and died due to pulseless electrical activity that was unresponsive to medical therapy. The cause of death was later reported as end stage cardiomyopathy and was a candidate for the left ventricular assist device (lvad); however, the hospital was unable to perform this procedure. The patient was not stable enough to be transferred to another facility to have the procedure. It was reported that the patient¿s heart was severely scarred with more than 70-80% damage which was the cause of the ultimate demise of the patient. It was also noted that the there was a device alert due to lead failure predictor anda failed transmission. There was a right ventricular lead integrity alert due to oversensing. The device was reported as ¿malfunctioning¿ although the geography reviewed the save to disc and reported no indications of a lead or device malfunction.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID d364drg, implanted: (B)(6) 2012; product ID 5076-52, implanted: (B)(6) 2012. (B)(4).